Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle outer sheath also showed signs of fraying. The issue occurred during a therapeutic linear endobronchial ultrasound and was completed with the same device. There were no reports of patient harm.